Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported in stable condition, after pericardial drainage. There¿s no information regarding extended hospitalization. It was reported that the physician and the nurse believed the cause of the issue might have been the transseptal procedure, as they had difficulty moving left inside the heart. However, this information cannot be confirmed. There¿s no enough evidence to determine the issue was not related to the ablation procedure. No biosense webster inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event. However, no further information has been made available.